Manufacturer narrative:
Device analysis of the electrode revealed that the shaft had become separated from the hub, the probable cause is unintended use error caused or contributed to the event.

Event description:
The returned electrode was analyzed, and it was concluded that the shaft of the electrode was found to be completely separated from the hub.